Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient claims lack of efficacy, no improvement with their symptoms since implant placement and at times feels symptoms have gotten worse. Settings were adjusted to increase stim and advised to follow up in a week to see how things are going. The patient is scheduled to see their physician on (B)(6) 2025. The representative has spoke with the patient and states that the issue was resolved by increasing their stimulation. The patient is doing well and doesn't think the issue they were having was related to the stimulation at all.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient claims lack of efficacy, no improvement with their symptoms since implant placement and at times feels symptoms have gotten worse. Settings were adjusted to increase stim and advised to follow up in a week to see how things are going. The patient is scheduled to see their physician on (B)(6) 2025. Representative has attempted to follow up with patient to see how current settings are working and has not heard back from patient.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR review was performed and found no non-conformances. All established specifications and criteria for release were met. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient claims lack of efficacy, no improvement with their symptoms since implant placement and at times feels symptoms have gotten worse. Settings were adjusted to increase stim and advised to follow up in a week to see how things are going. The patient is scheduled to see their physician on (B)(6) 2025. The representative has spoke with the patient and states that the issue was resolved by increasing their stimulation. The patient is doing well and doesn't think the issue they were having was related to the stimulation at all.